Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that since saturday morning ((B)(6) 2021) the pt's controller refused to charge their implant and their controller was full; when the pt attempted to charge their implant with a full controller battery they would receive a message about the controller battery. Pt called their representative who walked them through all kinds of things but the implant was failing to charge. Pt said when they tried to charge their implant the area where it shows group c and program 1 and 2 underneath the batteries icon was black, nothing was on that part of the screen for it wasn't even greyed out. When the pt would press the stimulation on button they were able to get their stimulation on to work but that only did it for a little but since they only had a little bit of implant battery. Pt said when they attempt to charge their implant it says battery empty and won't charge. Pt had reset the controller and have used aa batteries in the controller but that did not resolve the issue because they still received the message to replace the battery. During call pt attempted to charge their implant and pt mentioned that the process would get stuck on the checking for the device part. During call pt received the message battery low replace the controller batteries soon when they attempted to charge their implant even though the controller battery was charged. Pt tried to bypass the message and their controller displayed battery empty recharge implanted device. The issue was not resolved through troubleshooting. Pt mentioned their back was aching and it will ache more if the new recharger does not work.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6) and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) and UDI#: (B)(4). H3: analysis of the device, model # 97755, s/n (B)(6), revealed controller won't power on when recharger telemetry module (rtm) is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.